Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose and alleged over delivery of insulin. Blood glucose level at the time of the incident was 43 mg/dl which was treated with food intake. The customer also experienced shakiness and dizziness. The customer alleged the insulin pump and reservoir were over delivering insulin because when they suspended the insulin delivery, the motor still sounded like it was pushing the piston and the insulin was still put on the infusion set. The auto mode feature was inactive at the time of incident. Troubleshoot for low blood glucose was performed. The customer's current blood glucose was 52 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.